Event description:
Caller reported an error with their continuous glucose monitor, marked as error 42. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support provided the caller with complete instructions for resetting the pump, and the caller planned to reset the pump at their convenience, with the option to follow up if the issue persisted. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.